Event description:
During use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the arterial and venous side of the monitor was not working properly. Specifically ph and pco2 had to be corrected after cpb began. After the values were corrected, the device was used for the remainder of the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.